Event description:
Dr was retrieving a ureteral stent when the hinge pin came off from the 27175a grasping forceps and fell into the pt. Dr was able to retrieve piece immediately. He continued and completed procedure with no adverse effect on pt. Pt condition post-op was stable.